Manufacturer narrative:
There were no deviations reported in the DHR for part numbers 400-140 lot 1002120. All released parts were within specification.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to post lateral wear of implant. The surgeon reoperated on the patient to correct varus of talus, and up-sized the sliding core mobile bearing after performing a medial malleolar osteotomy.